Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2367, this system error occurred during dwell 2 of 4. The technical service representative (tsr) assisted the home patient (hp) by explaining the alarm and assisting with removal of the supplies. The tsr advised the hp to dispose of current supplies and start over with all new supplies. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.